Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument is unavailable for evaluation. The broken tip is not secured via any mechanical thread or feature which would prohibit it from becoming separated from the locking cap. Creo locking cap driver tip is made from 400 series stainless steel commonly used in surgical tools and instruments. No determination could be made as to the cause of the breakage.

Event description:
The tip of a threaded locking cap driver broke off in the locking cap during surgery. The surgeon was unable to remove the broken tip and it remains in the patient.